Manufacturer narrative:
PMA/510(k): this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -8.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced in second surgery with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem.